Event description:
Customer reported that pump became hot to touch and temperature alarms were recorded at the time of the issue. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to a backup insulin pump for insulin therapy.